Event description:
During troubleshooting for an unrelated alarm, it was reported that the patient had performed a partial swap of supplies when they connected a new bag to the heater line after the previous bag became disconnected. The event occurred during dwell one of six of peritoneal dialysis therapy on the homechoice device. The patient was connected to the device at the time of the event. Proper procedures were reviewed and the power was cycled to clear the alarm. The patient was advised to start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who performed a partial swap of supplies when they connected a new solution bag to their heater line, following the disconnection of the previous bag. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.